Event description:
After an implantation period of approx. 80 months, battery depletion (eos) was reported via homemonitoring.

Manufacturer narrative:
Prior to the analysis of the device, the quality documents accompanying the manufacturing process of this ICD were reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. A performed standard final electrical test documented proper device behavior. The returned ICD underwent a status interrogation. The device status was eos, which had been activated by the implant on (B)(6) 2019. The charge drawn from the battery was checked and turned out not to be as expected. The ICD was then opened. The visual inspection of the internal structure showed no irregularities. The electronic module was then connected to an external voltage source and underwent another electrical function check. The current uptake of the electronic module was examined and proved to be inconspicuous. The module was fully capable to provide therapy. There were no indications of a malfunction of the electronic module. The battery was returned to the manufacturer of the battery for extensive analysis. The production documents of the battery were reviewed and proved that there had been no deviation of the battery parameters from the specified values during the manufacturing process. The visual inspection of the battery showed no anomalies. The battery was then opened for a destructive analysis. An increased impedance was detected during the inspection of the internal battery structure. It can therefore be assumed that the increased internal impedance of the battery led to a voltage drop on the electrical module and thus contributed to the clinical observation. In summary, the capability of the electronic module of the ICD to provide therapy was tested at an external voltage source and found to be fully functional. The clinical observation resulted from an increased internal impedance of the battery, which was detected during the battery analysis.